Manufacturer narrative:
Analysis identified that the video output was not displaying. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system while outside of procedure. It was reported that the monitor displayed no input when logging into ent software. There was no patient present when the issue occurred.